Event description:
It was reported that a sharp rise in impedance and intermittent decrease in r wave measurements were observed. Hospital is awaiting the patient to attend the clinic. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.